Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. The first xtw clip was deployed without issue. A second xtw was positioned and deployed, however, this clip detached from the septal leaflet (single leaflet device attachment/slda). A xt clip was advanced to stabilize the slda clip. While maneuvering the xt clip, it touched the first placed clip causing it to detach from the septal leaflet resulting in a second slda. Eventually, the physicians decided to stop the procedure without deploying the xt clip. It was noted there was no further complications, and the patient was stable. Tr remained unchanged at grade 5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.